Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information. The xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4).